Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through a post market follow-up (pmcf) survey for, dlp¿ pressure catheter placement set model 50011 that the user reported the device did not perform as expected when providing perioperative monitoring of left atrial pressure. This was reported by the user as being due to the kinking/twisting of the catheter prior to or during use, the user reported this may be due to the stiffness of the catheter tubing when manipulated through due to tortuous or angulated anatomical paths. Additionally, the product did not perform as expected during another occurrence due to visible air bubbles within the pressure monitoring catheter, the user reported this may be due to rapid connection of the catheter to the pressure tubing introduced a small air gap at the connector interface. There was no report of any clinical or patient impact.